Manufacturer narrative:
Similar complaints for these issues were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Event description:
On may 06, 2022, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that their onetouch verio test strips were bent and only partially filled after a sample was applied. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that alleged issues began (B)(6) 2022. The patient stated that they are sometimes unable to obtain a blood glucose reading due to the alleged issues. The patient claimed they developed symptom of ¿shaking¿ between 4:00 pm and 5:00 pm before dinner almost every day since (B)(6) 2022; symptom they associated with a low blood glucose. The patient claimed they attempted to test their blood glucose in response to the symptom however quickly self-treated with food and drink. The patient informed the cca that they manage their diabetes with a fixed dose of insulin (3 doses of rapid-acting insulin; 1 dose of lantus) and skipped insulin as a result of the alleged issue. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and the correct test strips were being used for testing. The patient was unwilling to walk through resolving the issue. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged issues began. The subject test strips could not be ruled out as a contributor to the event.